Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unk. No pt complications were reported, and pt status was reported as 'good'.